Manufacturer narrative:
An event of residual shunt and thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet was implanted. Post-implant, at the 45 day tee follow-up, it was noted that there was a leak on the posterior aspect of the appendage that measures 4.5 mm at the level of the disc and 6mm at the level of the lobe. On (B)(6) 2025, a thrombus was found on the superior aspect of the disc and was slightly irregular in shape. The patient was initially discharged on dapt and is now on an aoc following the discovery of the leak. No other complications have been noted and the patient is stable.